Event description:
The hcp reported multiple motor stalls confirmed by pump logs. The first was a 37 hr motor stall starting in 2007, the second was a 2 hr motor stall on two days later, and the third was a non-recovered motor stall also starting on the same day, with a stop pump period that exceeded 48 hrs message in the event logs on two days later. The pt had a loss of therapeutic effect. There was no magnetic resonance imaging done and the pt had been at home when the above-mentioned motor stalls occurred. The pump was used to infuse morphine 20 mg/ml at 2.998 mg/day. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.